Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a skin infection caused by wearing the pod on the back of the arm for between 37 and 48 hours. The infection led to elevated blood glucose levels up to 16 mmol/l (288 mg/dl), requiring a manual insulin injection. The pod was removed prior to seeking medical attention. The patient visited a walk-in clinic where a two-minute consultation was provided and prescribed with a steroid cream (dermaid) without a specific application schedule. The affected site appeared as a large, red, hot and painful lump. The pod was not available for return. After treatment, a new pod was applied.